Event description:
Information was received indicating that a smiths medical cadd-legacy® pca pump failed accuracy by -7.2%, screen damage and case damage. There were no adverse effects reported.

Manufacturer narrative:
One smiths medical cadd-legacy® pump was returned for analysis in good condition. The device history log was reviewed noting that there were indications to two, 10ml, followed by 20ml bolus test performed prior to return. Delivery accuracy testing found that the pump was over delivering outside the published specification of +/-6%. The complaint was unable to be duplicated as the pump was found to be over delivering not under delivering as the complaint stated. Based on the evidence, the root cause is unknown.

Manufacturer narrative:
Other, other text: one pump was returned for analysis in good condition. The device history log was reviewed noting that there were indications to two, 10ml, followed by 20ml bolus test performed prior to return. Delivery accuracy testing found that the pump was over delivering outside the published specification. The complaint was unable to be duplicated as the pump was found to be over delivering not under delivering as the complaint stated. Based on the evidence, the root cause is unknown. The expulsor was replaced to bring the delivery to a more nominal of a range.the DHR was reviewed and found to be in compliance. No manufacturing or testing issues were found. D3, g1, g2 email address: (B)(6) corrected data: g7: follow-up number.